Event description:
The dealer states when she tried to remove the seat from the base to replace a motor, there was so much corrosion that he had to soak it in a solvent to be able to get the seat off. No signs of incontinence issues and dealer claims that they didn't notice any corrosion when they gave the chair to the consumer.